Event description:
It was reported that the patient's blood glucose levels rose above 250 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (arm), the cannula was found to be blocked. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.